Event description:
As reported for this event by the customer, the device yielded no image due to poor video connector connection. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image due to poor video connector connection. The video connector receiving contact part had liquid adhesion, and contact failure due to contact corrosion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the video connection failure could not be determined. Olympus will continue to monitor field performance for this device.